Manufacturer narrative:
Although the customer initially reported a service code, review of the AED's internal log files determined that the service code after battery replacement was due to the previous battery fully depleting. Analysis of the AED's log files did not identify a cause for the depleted battery pack. The review identified that the AED is functioning as designed and can stay in service.

Event description:
A customer reported that their AED's asi is flashing red, and their AED is reporting a service code. They reported that this did not occur during patient use.